Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
The hcp reported that the device was explanted after an implant duration of 49 months. No reason was given for the explant. The device was returned to the MFR for analysis. A follow-up report will be sent if add'l info becomes available.